Manufacturer narrative:
(B)(4). The device was received for evaluation. The device was connected to a lab transfer set to test the functionality and no issues were found. The device dimensions were analyzed and no issues were noted. The reported issue could not be confirmed and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had disconnected from the locking titanium adapter during use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.